Event description:
This procedure is part of the (B)(6) study:an arterial dissection was reported that required prolonged angioplasty to resolve.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.